Event description:
Discrepant covid antibody test result, result = 7.41 (positive), rerun =<0.05 (negative). Result = 7.54 (positive) rerun = <1.0 (negative), siemens notified (1st result reported) siemens lot # 035. FDA safety report ID# (B)(4).